Event description:
It was reported that during a regular follow up, loss of bi-ventricular capture was noted. A decrease in rv lead sensing and impedances compared to the implant values were noted. Fluoroscopy was done and confirmed normal positioning of the leads. The physician decided to reprogram the ICD and turn off bi-v pacing. The patient condition was good after the procedure and will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.